Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. Visual inspection revealed a cracked tank cover and faulty float switch. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem (overheating/alarming) was not confirmed during testing. When the float switch was triggered the alarm was not observed. The investigator noted that the device had a faulty float switch however. The following components were replaced: cracked tank cover and faulty float switch. Preventative maintenance was then performed. The device subsequently passed functional testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received indicating that a smiths medical level 1® hotline® blood and fluid warmer was observed to be alarming and over-heating. There were no reported adverse effects.